Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no discrepancies encountered in the internal inspection of the cycler. The simulated treatment was performed and completed without any failures or problems. There were no unusual odors observed during treatment testing. The valve actuation test passed. The system air leak test passed. The voltage check passed. The reported burning smell was not confirmed with testing. A service record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
(B)(4). A follow up will be submitted at the completion of plant's investigation.

Event description:
The patient reported a burning smell from the cycler. A follow up with patient's pdrn confirmed that there were no reports of any burns, shock or injury to patient or associated caregivers.